Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline communication fault alarm; however, the alarm was ultimately determined to be due to the modular cable. No issues with the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were identified through this evaluation. Review of the submitted log files confirmed a driveline communication fault alarm on 17aug2025 and 18aug2025. Events consistent with a controller and modular cable exchange were captured on 18aug2025. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The returned modular cable was ultimately found to have driveline wire damage that would have caused the driveline communication fault alarm, refer to the modular cable investigation regarding the wire damage. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is also currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for a driveline communication fault. No pump event was submitted with the log files. The event log file captured constant driveline communication fault alarms. As a result, the system controller and modular cable were exchanged.